Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) levels were elevated at 470 mg/dl. Elevated bgs were treated by switching the customer to manual injections. System check was performed and the pump performed as intended, however it was determined that cartridges were being prefilled. Customer's contact was advised about prefilling cartridges, as it deviates from the proper sequence of steps for filling cartridges as recommended per labeling.